Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. The visual inspection found a worn keypad overlay and worn uso seal. The event history log was unable to be review due to the error. During the functional testing, the error was able to be confirmed at power up. The cause was found to be the interval timeout. The pwa board was replaced as well as the usb ground plate, pogo pins, battery springs, optic switch, uso seal, grey keypad overlay, keypad and 2120 rear label. The previous service for this device on 16 jan 2024, was for the same reason of ¿error code 42224¿. This reason for return is related to a past service.

Event description:
It was reported that the pump beeps with alarms and intermittently shows a red screen with a code of 42224. There was unknown patient involved and unknown patient harm/adverse event reported.